Manufacturer narrative:
E1 reporter phone number - (B)(4).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was an air leak - low tidal volume issue. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The manufacturer's product support engineer (pse) evaluated the device with the assistance of the customer. The reported problem was confirmed. The customer replaced the filter to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.